Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a notification to use a different cartridge and the new cartridge can not be use during the load sequence. The customer reported unable to verify any alarms in the pump logs. The customer reported was able to load a new cartridge successfully. The customer blood glucose level was not impacted.